Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 404 mg/dl at the time of incident. Customer treated with insulin pump. Customer also states insulin is "squirting out" during the manual prime process. Customer states they are receiving an both the ram and flash copies of current user settings are corrupt alarm. He also said that there's a hairline scratch right edge of the drive support cap. The product will be returned for analysis. Frn reservoir; unomedical: infs.